Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the procedure that was relevant to the reported event.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient experienced bleeding during the final round of biopsy sampling, with an estimated blood loss of 500 milliliters. To manage the bleeding, a regular bronchoscope and a balloon blocker were utilized. The patient remained intubated and received a blood transfusion. Two days after the procedure, the patient was discharged in stable condition. There was no device malfunction associated with the event. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.